Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other device referenced is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was mildly tortuous and mildly calcified. The xience sierra 3.5 x 18 mm stent was deployed with optimal result but when the stent delivery system (sds) was being removed, there was resistance, and the sds balloon became entrapped with the balance middleweight elite guide wire. The guide wire and sds were removed independently with supplemental strength and there were no patient effects. There was no clinically significant delay. No additional information was provided.